Event description:
The customer reported two (2) unconfirmed false positive results with the ID now covid-19 assay performed on (B)(6) 2021. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1035029 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot 1035029 and test base part number 190-430 / lot 1035029. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1035029 showed that the complaint rate is (B)(6). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles were not provided for investigation. Review of complaints against the kit lots for the reported issue indicates product performance is as expected and have not identified a product deficiency.

Event description:
The customer reported two (2) false positive results with the ID now covid-19 assay performed on (B)(6) 2021 on direct tested nasal kitted swab. Pcr confirmation testing was performed using the aptima sars-cov-2 assay on the panther and xpert xpress sars-cov-2 assay on the genexpert, generated negative results no additional patient information, including treatment and outcome, was provided.